Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated (286 mg/dl). Reportedly, the customer reverted to lantus and novolog and bg levels normalized. Customer resumed t:slim pumping and bg level increased. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made to change the infusion site and customer agreed, stating that the current infusion site had not been used before.